Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line. This occurred during the third dwell cycle of peritoneal dialysis (pd). The patient stated they had used proper setup procedures and observed nothing unusual about the supplies. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.